Event description:
The customer reported via phone call that her insulin pump's lcd screen looked cloudy. The screen was looking black around the corners. The numbers on the insulin pump were scrolling up and the act button was unresponsive. The keypad was also not responding. When she pressed the down arrow button the insulin pump made an abnormal noise. The backlight button did not work. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No missing segments, no blank screen, no ramping numbers, or scroll bar moving on its own noted. The insulin pump was received with cracked reservoir tube lip.